Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after initiating ilet pump therapy, with glucose rising to 378 mg/dl and remaining elevated for about 2 hours until troubleshooting identified a likely infusion site placement issue; the user removed and replaced the infusion set, confirmed drops from the cannula, resumed insulin delivery, and glucose trended down over subsequent checks. Symptoms included none. Outcomes included no outside assistance and no medical intervention. Investigation included product use review, user interview, and remote data review. Investigation of this case revealed that improper infusion site placement led to inadequate insulin delivery, with no device alerts or alarms reported besides a high glucose notification and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user setup or insertion-related factors rather than device failure.